Manufacturer narrative:
(B)(4). Date sent: 01/29/2020. Additional information received: surgeon had to redo all sutures manually, so surgery took more than 1 hour beyond schedule and generated much discontent and fear from the staff.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during rectosigmoidectomy surgery with experienced physician and cdh user stapled according to the recommendations given by jnj for perfect use of the device and the stapling occurred inefficiently. The entire line of staples remained open and did not form donuts. There was no stapling and no cutting of the fabric. Surgery was delayed about more than an hours. Doctor made all sutures manually using suture. Doctor made suture with suture and there was an increase in the surgical time but from what I knew until then the patient is well, with good evolution in the poi. There were no patient consequences reported.